Event description:
It was reported that the customer was hospitalized. The customer's son stated that he was not sure if the customer was hospitalized for low blood glucose. The blood glucose reading was 156mg/dl. Troubleshooting was performed. Ran a displacement test and passed. The customer also stated that the status screen did not match to the amount of insulin left in the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.